Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The following error was observed in the event history log (ehl): syringe empty - stop. A syringe test was performed. The customer reported premature syringe empty alarm was reproduced. This product problem occurred because an impact caused the carriage arm to break off. This damage was caused by the customer. User interface issue was established as the root cause. The carriage was replaced, after which the pump passed all the functional tests.

Event description:
It was reported that the medfusion pump displayed an empty syringe alarm when the syringe was full. No patient injury or complications were reported in relation to this event.